Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet and pre-existing flail. A mitraclip xtw (60318r1011) was inserted and deployed on the mitral valve. To further reduce mr, a second mitraclip xtw (60224r1024) was inserted and advanced under the valve. However, the anterior gripper was accidentally dropped. The anterior gripper was immediately raised. Using imaging, an attempt to adjust the orientation of the clip was made. However, it appeared that the second clip (60224r1024) was interacting with the first clip (60318r1011), and chordal interaction was suspected. Troubleshooting was performed to remove the clip from chordae; an attempt was made to bring the clip back to the left atrium (la). However, the clip was unable to be pulled back without interacting with the first clip. Therefore, a decision was made to implant the clip where it was stuck. The clip was implanted, attached to both leaflets, reducing mr to a grade of 1+. Both clips were noted be stable on the leaflets. There was no clinically significant delay in the procedure.